Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a company representative became aware of a performance issue while attending a conference. Patient data and device information was not shared during the presentation. Six years post upgrade to a cardiac resynchronization therapy defibrillator (crt-d), the patient was admitted to the hospital due to worsening heart failure. The pacing rate in both chambers had decreased due to the low setting rate and the setting was reprogrammed. The patient was discharged, but re-admitted five days later. It was noted that the patient was in atrial fibrillation (af) and thus the crt-d had been programmed to pace and sense in the ventricles only at 100 ppm to maintain bi ventricular pacing. However, the right ventricular pacing was repeated intermittently, following the premature ventricular contraction of the right ventricle. The cause of right ventricular pacing was thought to be due to the significant transmission delay from right ventricle to left ventricular sensing. This was thought to be causing the next bi ventricular pace to be within the left ventricular protection period (lvpp), resulting in suppression of left ventricular pacing. Left ventricular sensing was programmed off temporarily to ensure that the bi ventricular pacing was maintained even with premature ventricular contraction. No adverse patient effects were reported.